Manufacturer narrative:
Product analysis: analysis was unable to confirm the reported spontaneous shutdown of the programmer. Analysis noted that the programmer was missing the stylus, the system fan was noisy, a printer keypad button was worn out, and the upper eject lever on the pc card slot was broken. All identified damaged and missing parts were replaced. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was turning off mid-session. This event happened prior to use during setup of the programmer. The programmer was returned for service. There was no patient involvement.